Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned and tested after arriving in field services. After analyzing, the aic's inability to detect the purge disc was confirmed to be caused by a broken purge flag. The cause of the issue was a broken purge flag.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 59-year-old male was implanted with an impella device for mechanical support. It was reported that the automated impella controller (aic) failed to recognize an installed purge disc. The cassette was changed in an attempt to troubleshoot the issue, but the failure remained. The aic was subsequently swapped to resolve the noted problem. There was no patient harm.